Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and moderately calcified mid to distal right coronary artery. After a non-bsc guide wire crossed the lesion, a 1.0×6mm non-bsc balloon catheter was advanced for pre-dilation. After that, a 2.00mmx30mm emerge¿ balloon catheter was then advanced for further dilatation. The balloon was initially inflated at 12 atmospheres; however, on the second inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a 2.0×2mm non-bsc device. No patient complications were reported.